Manufacturer narrative:
The device was returned for analysis. The material separation was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. Based on the information reviewed it is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath at both access sites prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, one proglide device had a suture break in the rcfa and one had a suture break in the lcfa. The sutures of two new proglide devices were successfully pre-placed, one at each access site. The sheath was upsized to a 14f at both access sites and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.